Event description:
As reported by an edwards lifesciences japan associate and supplemented by information from the japanese tavi registry, the patient underwent a left transfemoral transcatheter aortic valve replacement (tavr) procedure using a 23 mm sapien 3 ultra resilia valve. The initial approach involved insertion of a 14 fr esheath+ without resistance. However, the 23 mm delivery system was unable to advance through the sheath despite several attempts, prompting the physician to switch to a left subclavian approach. A second device kit was opened, and the valve was successfully implanted via the subclavian artery without further technical difficulties. During the attempted transfemoral access, a vascular rupture occurred in the left common femoral artery (cfa), which required surgical repair. Post-deployment angiography revealed thromboembolism in the vessel distal to the knee, for which endovascular treatment (evt), including thrombectomy, was performed with successful recanalization. On postoperative day (pod) 2, the patient developed acute occlusion of the left lower limb artery and underwent emergency thrombectomy and evt. However, limb ischemia persisted. On pod 3, contrast-enhanced computed tomography showed stenosis of the left superficial femoral artery (sfa) and cfa. Emergency evt was again performed while the patient was on continuous hemodiafiltration. Although partial improvement in blood flow was observed, the patient developed worsening acidosis and refractory hypotension, ultimately resulting in death on pod 3. The cause of death was reported as acute lower limb arterial occlusion. Per the attending medical team, the patient's long-term dialysis likely contributed to vascular fragility, which may have been a factor in both the difficulty advancing the delivery system and the subsequent vascular complications.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. H6: health effect - clinical, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint and additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was provided and revealed the presence of calcification and tortuosity in the patient's left access vessel. Per the instructions for use (IFU), potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. Thromboembolism is the obstruction of a blood vessel by a blood clot that has become dislodged from another site in the circulation. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove the clot. Displacement of calcium deposits or atheroma with embolization of debris can also trigger the formation of a thrombus which can then embolize and cause blockage in a smaller vessel. Calcification and atheroma (cellular debris, inflammatory cells, and cholesterol) can accumulate along the walls of the vasculature and within cardiac structures and can vary in size. There may be cases where a patient has a protruding atheroma or calcified plaque prior to the procedure. It is also possible for one of the interventional devices used during the thv procedure to disrupt the material, resulting in mobile debris. Annular structure tissue or calcification can also be disrupted during sheath insertion, balloon valvuloplasty, and deployment of the prosthetic valve. The device training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. In this case, there was no allegation or indication a product malfunction contributed to the reported thromboembolism. The exact cause of the reported event cannot be determined. However, in addition to the mechanisms described above, another vascular complication (rupture in the left common femoral artery) may have contributed to the event. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the inability to advance through the sheath was unable to be confirmed due to unavailability of returned device/applicable imagery. Available information suggests that patient factors (calcification, tortuosity) may have contributed to the reported event, as confirmed via imagery of the patient's anatomy. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
As reported by an edwards lifesciences japan associate, during a left transfemoral tavr procedure with a 23 mm sapien 3 ultra resilia, inability of the delivery system to advance through the sheath, and injury in the access vessel occurred. Initially, the tavr procedure was performed via left transfemoral approach. The 14 fr esheath+ was inserted without resistance. The 23 mm delivery system was inserted into the sheath and advanced, but the delivery system was unable to pass through the sheath despite several attempts. The physician decided to convert to a left subclavian artery approach. A second kit was opened, and a 23 mm sapien 3 ultra resilia was implanted without any issues. There was vascular rupture in the left groin where the sheath initial insertion was attempted, and surgical repair was performed. Angiography revealed thromboembolism in the vessel distal to the knee, so thrombectomy was additionally performed, successfully achieving recanalization. On the weekend of tavr procedure (2 or 3 days later), thrombectomy was performed again, but the patient passed away. Per medical opinion, the poor elastic vessels resulting from dialysis user may have contributed inability of the delivery system to advance through the sheath. No further information was available.

Manufacturer narrative:
The investigation for this event is ongoing.